Manufacturer narrative:
A photo was provided to aid in the investigation and was reviewed by a bsc quality engineer. The photo shows the proximal filter already unsheathed and with an excessive torn.

Event description:
It was reported that a filter tear occurred. A sentinel cerebral protection system (cps) was selected for use in a transcatheter aortic valve implant (tavi) procedure. The sentinel cps was advanced over an unknown manufacturer's .014 guidewire into position. The proximal filter and distal filter of the sentinel cps were deployed. At the end of the procedure, the sentinel cps was removed from the patient. The proximal filter was noted to be torn. No patient complications were reported.